Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one balloon. The balloon was unable to be inflated due to the observed cut. The locking collar did not function properly due to the cracked ring and the flapper valve did not sit flush against the valve seal. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Replication of the broken locking collar was attributed to excessive force being applied to the clamping mechanism. Replication of the flapper not sitting flush with the seal may occur if excessive force is applied when inserting the obturator or instrument. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Ftr# (B)(4). Patient information not provided. UDI not provided.

Event description:
According to the reporter, after using the trocar through the umbilical region for a totally extra peritoneal procedure, they removed it from the patient and noticed that the balloon was damaged. They confirmed that there were no broken pieces missing.